Manufacturer narrative:
MFR received date: 23 aug 2019. The manufacturer's service technician confirmed the low o2 pressure alarm allegation. The manufacturer's service technician replaced the da pcba to address this issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Low o2 supply pressure alarm. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Low o2 supply pressure alarm. There was no patient involvement.